Event description:
Device 1 of 2: reference MFR report: 1627487-2014-03716. It was reported the day after the pt's trial procedure, the pt developed lower back pain and felt faint. As a result, the pt was hospitalized after presenting to the ER. As of (B)(6) 2014, the issues have resolved and the pt has been discharged from the hosp. The physician determined the issues were not product related.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.